Manufacturer narrative:
The exposed portion of the soft cannula appeared to be torn. The edge of the cannula was observed to be rough and damaged. Since the cannula was damaged, fluid was not able to flow through the complete fluid path and exit the distal tip of the soft cannula. The data downloaded from the device did not show any timeouts or drive stalls that would indicate a failure to deliver insulin. Although the cannula was damaged, the timing and cause of the damage is unknown.

Event description:
It was reported that the patient's blood glucose levels reached 271 mg/dl while wearing the pod between 4 and 24 hours on the arm. As treatment for hyperglycemia, a correction of 3.9 and 4.15 was delivered and a new pod was applied.